Event description:
Surgery was stopped 37 minutes after incision due to a broken piece of equipment. The piece is the trivex hand piece. The plastic activation switch fell apart when the surgeons started to use it. The faulty trivex piece was given to biomed.